Manufacturer narrative:
Expiration date: either on 05/31/2018 or 06/30/2018. (B)(4). Manufacture date is either 05/31/2013 or 06/27/2013. Event evaluation: still under investigation.

Event description:
Facility reported on (B)(6) 2013: on friday we had a mandrill through the micropuncture that got caught and stretched out. Tip came off in the pt. We were able to retrieve it. Received info on (B)(6) 2013: while gaining access to the dialysis graft, the physician experienced a problem with the cope mandril wire guide. The wire guide was placed through a navilyst 5 fr. Micropuncture sheath and stretched out. The tip of the wire detached and went into the pt. The physician was able to retrieve the tip with a snare. Additional details from the facility. On (B)(6) 2013: made 2nd puncture with a 5fr micropuncture needle-put wire thru needle and placed micropuncture sheath. No resistance was encountered in removing needle or placing sheath. The cook mandril was opened when the mandril from the micropuncture kit began misshaped from hitting against the clot in the fistula. The cook mandril went in easily. When attempting to remove the cook mandril it did not come out easily and pressure had to be applied to remove it from the sheath and still maintain access. In doing so, the very distal tip of the mandril came off and remained in the fistula. The physician then used a micro-snare to successfully retrieve the mandril piece from the pt.